Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 1100 mg/dl. Troubleshooting was performed. The programming, bolus history, and the alarm history on the insulin pump were correct. Ran a fixed prime and a high pressure test. The device passed the tests. The husband stated that the infusion set had not changed in seven days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.